Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The suture broke during the procedure. There was no patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: an empty opened overwrap and an empty opened folder of product was returned for analysis. The issue sample was not received for evaluation. No suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident of: ¿this product code w2881 fractures easily during surgery¿ and the reported complaint could not be evaluated.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.